Event description:
It was reported that a vns patient¿s device was showing the 25% battery life indicator. An estimate of battery life calculation was performed and estimated that 3.5 years were remaining. Review of the manufacturing records for the generator showed the device was laser routed. A review of the downloaded data was performed. The 25% indicator had been reached as of (B)(6) 2018, and the voltage was 2.807 volts. The percentage of battery capacity used was 43.264%, and was not consistent with the measured battery voltage which indicates premature battery depletion. A review of the downloaded data was performed (B)(6) 2018. The 25% indicator had been reached as of (B)(6) 2018, and the voltage was 2.807 volts. The percentage of battery capacity used was 43.264%, and was not consistent with the measured battery voltage which shows evidence of premature battery depletion. There were no other anomalies within the review. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
The device was replaced due to battery depletion. The explanted device is not expected for return as it was discarded per hospital policies. No additional relevant information has been received to date.